Event description:
Titanium implantable vena cava filter inserted with product applicator on 8/24/95. Filter umbrella did not open after device in place & confirmed by fluoroscopy. Second filter (different lot #) placed above 1st failed filter & is functioning properly. Both filters currently implanted. Applicator from 1st filter available on request.